Manufacturer narrative:
A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. The used/turbid fluidics management system (fms) in the tray was visually inspected and functionally tested. Both irrigation and aspiration luers were intact. The fms cassette was tested on a console, primed and tuned with the ultrasonic hand piece successfully and could achieve maximum vacuum. No system message was generated, during functional testing. No fluid or air leaks, and no cracks were observed, from the connectors. The irrigation and aspiration flow rates were measured and found to be within specifications. Fluid flowed from the balanced salt solution (bss) bottle through the irrigation path continuously, no fluidic anomalies were observed. No occlusion or obstruction was identified, during inspection and functional testing. The root cause of the customer's complaint could not be established, as the returned fms cassette was evaluated and met specifications. No further action will be pursued at this time, as the product met specifications. All lots are verified, that all required tests have been performed and all acceptance criteria are met prior to release. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported an aspiration error message displayed on the ophthalmic console and there was no irrigation during the ultrasound phase of a cataract procedure. The product was replaced with another one and the procedure was completed. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been received by the manufacturer and it is awaiting evaluation. The manufacturer internal reference number is: (B)(4).